Event description:
A patient presented with abdominal pain and a positive urine pregnancy test in 2001. The physician ordered quantitative bhcg testing. The customer reported an axsym bhcg result of <2 mlu/ml. Four days later, a second quantitative test was ordered. Testing was performed at another facility using bayer acs which yielded a result of 46,821 mlu/ml. The physician notified the labs of the discrepant results and both samples were retested. The bayer acs sample repeated. The axsym sample retested at <2 mlu/ml neat and 30,163 mlu/ml 1:200 diluted. Three days later, another sample was collected and tested on axsym yielding a result of 29,004 mlu/ml. The physician followed the second quantitative test with an ultrasound. No impact to pt management was reported.